Event description:
During g3 nail surgery, the surgeon confirmed the position of wire of the one shot guide through the x-ray images before inserting k-wire into the patient's bone. The surgeon inserted the k-wire. However, k-wire was not inserted in the position of the one shot guide. Therefore, the surgeon did not see the image of the one shot guide, and inserted the k-wire while confirming the position of the lag screw hole. The surgery was completed without problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.